Event description:
It was reported when using the pyxis medstation es system, device frozen. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that device had been recovered. The system functioned as intended after the customer troubleshooted the device.